Manufacturer narrative:
Sample information was not provided. The customer indicated to the bci that they cleaned the glucm cup and examined the accusense electrode. The customer found clear particulates (possibly crystals) on the face of the electrode. The customer cleaned the accusense electrode and loaded the new lot of glucm. Customer states rep-to-rep is much tighter. The customer believes the root cause of the difference in reps is due to glucm lot. Root cause is crystals in the reagent prior to loading reagent onto the system. Crystals were found on the face of the glucose electrode.

Event description:
A beckman coulter inc. (Bci) internal monitoring data for glucose (glucm) phase I customer noted one patient with erroneous low results when running in duplicate mode. The results were generated on the unicel dxc 800 pro synchron chemistry analyzer units. The samples were not reported out of the laboratory and the customer did not report the erroneous results to bec. Glucm initial sample result of 63 mg/dl and then a repeat of 50. Confirmed with customer the higher result was reported. Patient treatment was not impacted by this event. The customer runs all samples in duplicate mode and verifies prior to reporting.